Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a damaged power cord. To correct the condition, the power cord was replaced. If any additional information is received, a follow-up MDR will be sent.

Event description:
During product evaluation by a baxter service technician, a colleague infusion pump failed a rite test of power cord condition. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). This device has been received by baxter and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.